Event description:
It is reported by the pt's counsel that the device was implanted in early 2007, and that post-op, the pt has experienced pain in the fall of 2008, and was advised by his surgeon to have revision. Revision is expected to take place in 2009.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pain following a total hip arthroplasty can be caused by a number of factors, including, but not limited to, acetabular component loosening, soft tissue impingement, referred pain form the back and spine, infection, and inflammation. Other contributing factors may be pt related, such as pt bmi, comorbidities, and the pt's own mental vulnerability to pain. No info. Regarding pt height, weight, potential comorbidities, or activity level have been provided. Based on the available info., a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the pain. The pt's height, weight, and activity level were omitted. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.